Manufacturer narrative:
(B)(4). Concomitant devices - unknown orthopedic salvage system tibial component: catalog #: ni, lot #: ni; unknown orthopedic salvage system femoral component: catalog #: ni, lot #: ni; unknown orthopedic salvage system tibial bushing: catalog #: ni, lot #: ni; unknown orthopedic salvage system femoral bushing: catalog #: ni, lot #: ni; unknown orthopedic salvage system axle: catalog #: ni, lot #: ni; unknown orthopedic salvage system locking pin: catalog #: ni, lot #: ni; unknown orthopedic salvage system yoke: catalog #: ni, lot #: ni; unknown orthopedic salvage system stem: catalog #: ni, lot #: ni. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the tibial bearing approximately five (5) years post-operatively to address an unknown complication. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.